Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was 289 mg/dl. Troubleshooting could not be performed due to the error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with broken force sensor error alarm during rewinding. Problem isolated to mother board. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to broken force sensor error alarm. Motor passed the motor test. Device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.